Event description:
The customer reported the system was shutting down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system (rtos) and the cable assembly were replaced during the service call. The system was tested and found to be working as intended and put back into service.